Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing impedance was observed. The physician capped and replaced the right ventricular lead but that did not resolve the event. The event was resolved by explanting and replacing the device. The patient was in stable condition. Related to manufacturer report number: 2017865-2019-16041.